Manufacturer narrative:
Possible aro. A ge rep evaluated the system and adjusted the ma limit to lower the output dosage. System operates as intended.

Event description:
Customer reported a physicist's discrepancy: output dose is too high. No pt injury was reported.